Event description:
Report received of a tubing set that leaked at the filter. It was reported that the pt was receiving an infusion of fluxuridine, a chemo agent, peripherally, at an unspecified dose and rate. The infusion had been in progress for approximately 10 minutes when the leak was noted at the filter. There were no pump alarms. The reporter stated the leak was noted coming from the area where the filter is bonded together. The tubing set was changed without any further incidence. There was no report of bleed back, or air entering the pt's IV line. It was reported that the pt missed a partial dose of the drug. The reporter stated that the chemo leaked onto the pt. The area exposed to the chemo was cleansed with soap and water. The facility's chemo spill protocol was followed. There was no reported pt harm or adverse pt effect. Although requested, no additional information was provided.